Event description:
It was reported a patient underwent left hip revision approximately one month post-revision due to infection. Patient had tested positive for staphylococcus epidermidis. During the revision, all devices were explanted and cement spacers were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00771101100 lot# 62053430. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. Visual examination of the returned product identified bio-debris and signs of use to all of the explanted devices. No other damage was noted. The discoloration on the stem can be attributed to a previous revision of suspected trunnionosis. Part and lot identification are necessary for review of device history records, neither were provided for the screws. Op notes indicate the patient underwent left hip severe degenerative joint disease. At time of first revision, op notes indicate patient is approximately 3 years status post left total hip arthroplasty. Cortisone injection for trochanteric bursitis that helped for approximately 6 months, pain came back. Aspirated yellowish fluid. Negative for crystals or bacteria. Bone scan did not reveal loosening or evidence of infection. Blood work showed increased cobalt with normal nickel. Medical records show that cultures later came back positive for staph epidermis and treated with vancomycin for six weeks. Patient suffered two dislocations and underwent closed reductions. Patient is doing physical therapy and denies pain. Patient suffered a third dislocation and treated with closed reduction. Patient visited another hospital and undergoes two stage revision where all implants were removed. A definitive root cause cannot be determined for the screws. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.